Event description:
It was reported that during a coronary stent procedure, stent damage, deployment, deflation and removal difficulties were encountered. While treating a lesion in the right coronary artery and following deployment of the promus premier,us, mr 3.50x38mm stent, it was noted that the stent looked fine, however, about 5-6 mm of the proximal quarter of the stent appeared under expanded. The physician intended to expand that segment with a balloon catheter. While attempting to remove the stent delivery device, the physician felt the balloon was only partially deflated and bunched up in the stent which caused stent deformation to the middle of the stent. The physician was pulling on the delivery device in an attempt to remove when the shaft stretched and then broke. The balloon segment was removed with an non bsc device. The patient was put on an ECMO following the procedure. Subsequently, the patient passed away on the evening of the procedure. The cause of death is unknown.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stent procedure, stent damage, deployment, deflation and removal difficulties were encountered. While treating a lesion in the right coronary artery and following deployment of the promus premier,us, mr 3.50x38mm stent, it was noted that the stent looked fine, however, about 5-6 mm of the proximal quarter of the stent appeared under expanded. The physician intended to expand that segment with a balloon catheter. While attempting to remove the stent delivery device, the physician felt the balloon was only partially deflated and bunched up in the stent which caused stent deformation to the middle of the stent. The physician was pulling on the delivery device in an attempt to remove when the shaft stretched and then broke. The balloon segment was removed with an non bsc device. The patient was put on an ECMO following the procedure. Subsequently, the patient passed away on the evening of the procedure. The cause of death is unknown.

Manufacturer narrative:
(B)(4).